Event description:
It was reported that the customer experienced high blood glucose levels for a few hours. The blood glucose reading was over 600 mg/dl. The customer stated that she had changed the infusion set less than 24 hours prior due to a no delivery alarm from the insulin pump. She complained of a burning sensation inside and nausea. She advised that she had treated using the insulin pump and did not contact her doctor. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. No leaks were found. The no delivery alarm was confirmed in the alarm history on the last infusion set that had been used. The customer advised that she would monitor her blood glucose levels and that she felt better by the end of the call. She was unable to check her blood glucose reading due to lack of test strips. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.